Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated a couple of years after they had the implant put in it stopped helping them so they quit using it. Patient stated now they can't get it to charge back up so they can put it into MRI mode. Agent suggested that patient have the MRI facility call the technical team to get the specifics on the implant materials. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient via email. Patient stated their doctor wanted them to have a MRI. Their stimulator has not been used in probably 4 years. It stopped giving them any relief and the battery was to the point that they had to charge every other night. For those reasons the patient just stopped using it. Pt did get an MRI about 3 years ago. The MRI tech told them to bring the unit in with them. The programmer will charge up. The unit itself will not charge up or connect. So the patient cannot put it into MRI mode. Pt showed the tech. He messed with it for a minute or two but gave up. That satisfied his concerns and he did the MRI. Pt personally do not know if he legally should have not done the MRI or if it was perfectly fine. Patient is sure it¿s a liability concern. The patient needed another MRI about a month ago. Pt told the tech all the info weeks before the procedure and heard nothing back until the day before the procedure. The tech called and asked about the unit. Pt told her they could not get the programmer to connect. She said she would need a letter from medtronic¿s stating the unit is not operable and is safe for the MRI in its current state. Pt called medtronic¿s and the rep they spoke to said medtronic¿s does not issues said letters (the patient feel this not a very user friendly policy for customers who have trusted and purchased the product). Pt called the MRI tech back and told her this and she said she was sorry but she could not do the procedure. She did say that they could do a cta safely instead of the MRI. Pt did the cta yesterday. Although it turned out ok their doctor still preferred the MRI over the cta.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.